Event description:
It was reported that over-sensing noise led to an inappropriate mode switch was observed on the right atrial (ra) lead. The noise was reproduced with isometrics. An insulation breach was suspected. The ra lead was extracted and replaced. There were no adverse health consequences to the patient.